Event description:
It was learned via implant patient registry that a 3300tfx 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 7 years, 6 months due to stenosis. The patient presented with hf, sob, and fatigue. A 9755rsl 26mm transcatheter valve was implanted.

Manufacturer narrative:
The most likely cause is patient factors, including coronary artery disease and history of coronary artery bypass graft. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via implant patient registry that a 25mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 7 years, 6 months due to unknown reasons. A 26mm transcatheter valve was implanted. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.